Event description:
A home health rn, called for customer support with a question regarding a patient's atrium express mini at home. The caller had questions about drainage fluctuation. I explained this was a result of a forceful cough. No patient harm or injury noted.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Investigation summary: a call was received from a home health nurse with questions about fluctuations in drainage. No patient harm was reported and there was no allegation of a device malfunction. In discussion with a getinge representative, it was determined that the drainage fluctuation was caused by the patient's forceful cough. No pictures of the device were provided. The device was not returned for evaluation. The lot number was not provided so a DHR review could not be completed. The IFU contains adequate instructions for how to properly set up and use the device. The IFU of express mini (B)(4) devices manufactured between 3/22/2023 and 11/18/2023 contained an interim label which precautions that the device is intended for use by trained healthcare providers and should not be used in an outpatient setting. Devices manufactured from 11/18/2023 to the present include that information in the IFU. The lot number/manufacturing date of this device is not known so it is also not known which instructions were available with this drain, however all getinge customers were sent a notification in march 2023 of the change in precautions for express mini (B)(4) devices. The information that this device is meant to be used by healthcare providers and not in an outpatient setting should have been available to the hospital that provided the drain to the patient. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No new excursions were identified involving this complaint. Because this complaint does not allege a device malfunction and was an inquiry about understanding the drain, the complaint is confirmed. A device nonconformance is not confirmed. The root cause of this complaint is user error due to the use of the device in an unintended environment and not by a trained healthcare provider. Complaint escalation determination: no evidence was identified to suggest that this complaint is related to the manufacturing, materials, or design of the device. This complaint does not allege any device failure. No additional escalation is required.